Event description:
Reason for transmission: syncope/near syncope patient in at/af 100% of the time. Intermittent atrial undersensing noted. Does not appear to impact at/af(atrial tachyarrhythmia / atrial fibrillation) detection. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).